Event description:
It was reported the patient died. The patient had brugada syndrome and the device was programmed to have one zone for high voltage defibrillation therapy at 230 beats per minute (bpm). The device was interrogated post-mortem and the first ventricular fibrillation (vf) episode was below the vf zone at 220 bpm. Other episodes were investigated and undersensing was observed when the patient was at a very fast frequency. Abbott technical support was contacted and reviewed the provided session records from the physician. Analysis of the session records did not indicate any suspicion of device or lead malfunction. The electrical parameters were acceptable and no lead noise was observed on the egm. The patients heart rhythm deteriorated very quickly. The amplitude of the r-wave was very low resulting in undersensing and return to sinus. Overall, four shocks were delivered and six were aborted. Further information was requested from the physician but is not yet available.

Manufacturer narrative:
The reported event of under sensing was confirmed. However, the under-sensed events were due to external (non-device related) factors and as a result of programmed therapy settings. The device behaved as expected and according to its programmed settings. The reported event of high voltage output anomaly was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Additional information received indicated the patient passed away on (B)(6) 2022. The undersensing resulted in failure to deliver high voltage therapy. The device was explanted post-mortem. Additional information was requested but is not yet available.